Event description:
It was reported that the user experienced an occlusion alert on an ilet system using an infusion set (contact detach), followed by persistently high blood glucose measured at 350 mg/dl, which began after a walk and resolved only after changing supplies; the user had just applied a new sensor and manually entered a blood glucose value into the ilet. Customer care provided support that included customer troubleshooting and education that confirmed an occlusion condition that cleared after infusion set replacement. Investigation of this case revealed an infusion delivery obstruction consistent with an occlusion, with the infusion set implicated as the affected component and normal function resuming after supply change. Symptoms included feeling unwell. Outcomes included elevated glucose without need for medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was a transient infusion set occlusion.